Event description:
It was reported that during a magnetic resonance imaging procedure the patient's abdomen was observed to be "jumping". The scan was stopped and a device check was performed. Diagphragmatic stimulation was observed and repoducible with the patient's arms raised. The patient then reported that had fallen recently and had felt the same symptoms occasionally since the fall. A chest xray was performed and no changes were present. The lead remains in use and the patient has been referred for lead positioning procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.